Event description:
See intial report.

Manufacturer narrative:
The complained revolution pump was received at sorin group italia facilities and investigated. Visual inspection revealed a revolution upper hub damage. DHR verification did not reveal any relevant information possibly linked with the claimed defect. The device passed all release tests, including spin test to verify correct rotation. The analysis of the complaints database reveled that no further complaint related to the involved lot number of the revolution pump have been reported. Follow up information with the customer clarified the following points: - the patient developed an acute myocardial infarction at home. - at the arrival of hospital patient was in cardiac arrest and ECMO was started. - at the beginning of the ECMO, it was noticed the vaned impeller of the revolutions pump up shifted when rpm was set at 3000 or higher (equal of 3l/min flow). ECMO was continued with rpm< 3000. - emergency coronary angioplasty was performed. - patient was weaned from ECMO in 42 hours and decannulated. There is no report of any patient injury. - customer had not noticed any flow decrease, no chattering phenomenon, no clotting formation. - no additional medical intervention to preclude serious injury was performed. Based on the description and the sequence of events, livanova believes the most probable root cause of the reduced flow was a damage of the revolution upper hub. Corrective action and preventive action was issued to address the issue related to the damage of the white upper hub of revolution pumps during usage in ECMO. No further specific action was currently deemed necessary, livanova maintains post market surveillance.

Manufacturer narrative:
Patient information were not provided. Sorin group (B)(4) manufactures the revolution phisio centrifugal pump. The incident occurred in (B)(6). The involved device has been requested for return to sorin group (B)(4) for investigation and not yet received. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova has received a report that during a procedure, the impeller of the revolution 5 pump up shifted when rpm was set at 3000 or higher (equal of 3l/min flow). According to information, the patient outcome was minor/temporary injury.